Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had occurred rewind anomaly. The customer¿s blood glucose level was unknown. Customer stated that there was not motor error alarm in the alarm history. The customer troubleshooting was not performed. The insulin pump will not be returned for analysis.